Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump shut off unexpectedly. The customer had not tested blood glucose level at the time of the reported event. There was no reported impact to the customer's blood glucose level. It was indicated that the customer will consult with health care provider regarding alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.